Manufacturer narrative:
The reported complaint was confirmed by information received from the manufacturer's subsidiary. Per the subsidiary, after charging the batteries the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during field service installation, the battery would not hold a charge. The equipment was left connected and switched on, charging the battery for approximately 13 hours. The day after checking the equipment, it was disconnected from the power outlet with the battery indicator full, however the central control monitor (ccm) was activated and in approximately 10 seconds, the equipment was completely turned off. There was no patient involvement.